Event description:
It was reported that 2 bd syringe 1ml s/t u100 25g 5/8in had foreign matter on the cannula and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported a hard white spec was found on the side of the needle, was able to draw the medication but not inject it. Medication: methotrexate. Date of event: (B)(6) 2021. Sample: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-17. H6: investigation summary: samples were received and an investigation was performed. The reported defect was not identified in the samples received due to the risk of contamination, no corrective actions are necessary at this time. Further investigation will be performed post-decontamination. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review could not be completed as no batch number was provided. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd syringe 1ml s/t u100 25g 5/8in had foreign matter on the cannula and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported a hard white spec was found on the side of the needle, was able to draw the medication but not inject it. Medication: (B)(6). Date of event: (B)(6) 2021. Sample: yes.